Manufacturer narrative:
The pacemaker and the associated ventricular lead were not returned for analysis, therefore the devices could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for the pacemaker and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned device data have been thoroughly inspected. The inspection confirmed the clinical observation. During a detailed investigation of the returned device data it was noticed, that the battery status was not triggered by a permanently depleted battery. Moreover, a combination of a temporary slight and reversible increase in battery impedance as well as an extreme high current consumption program (6.5v @ 1.5ms) may have contributed to the clinical observation. It was reported that the eri status had been successfully reset. Based on the available data after the reset procedure, the pacemaker operates as expected. In summary, the pacemaker and the associated lead were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - it was reported that approximately 61 months after the implantation, during a scheduled follow-up the ventricular impedance was out of range, > 2500 ohms. Ventricular threshold had risen, and ventricular outputs were increased to max output. This lead was capped and replaced.